Event description:
Narrative from staff: while using an emboshield nav6 protection device for the neuro case the tip of the wire that the basket is mounted on came off but was not left in the patient. All of the wire was removed.